Event description:
It was reported that a malfunction alarm occurred. During troubleshooting, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Blood glucose was not impacted.